Event description:
Conmed detachable endo pocket size 3" x 6", ref: sb936, used to remove cyst during robotic obstetrics and gynecology (obgyn) case, bag tore while inside the patient's abdomen while being advanced from the abdomen to the trocar, causing doctor to undock the robot and turn the case to a laparoscopic procedure to remove the bag and cyst remainder.